Manufacturer narrative:
Device was received with a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify pump error 43 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was assisted with clearing the alarm. Customer was able to clear the alarm but they unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.